Manufacturer narrative:
The unit was received with operating currents within specification. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit received with cracked case at display window corners, broken belt clip slot, minor scratches on reservoir tube window and minor scratches on lcd window. (B)(4).

Event description:
The insulin pump was returned without prior contact to medtronic.